Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 255mg/dl at the time of call. Trouble shooting was performed and found blood glucose value from reported event 106 mg/dl and sensor glucose value from reported event 67. The sg and bg difference is not within acceptable range. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event 80. Suspend on low limit in sensor settings 80. Customer declined to trouble shoot for high blood glucose and treated the high with the insulin pump. The product will not be returned for analysis.